Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 2.2 all cubies not detected on bus. The field service engineer turned the station off and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with drawer and the cubie. The customer stated that the half height cubie drawer and cubie row are not detected on bus. The customer was not able to get medication for the patient from the device and had to go to a different device to get the required medication causing a delay in patient care. There were no adverse events or injuries reported based on this event.